Event description:
It was reported that the physician had problems with his programming system and requested a replacement. No specifics are available. Attempted for further info and product return have been unsuccessful to date.